Event description:
On (B)(6) 2016 the cam02 inter-cranial pressure and temperature monitor was in use on a (B)(6) male patient when it was reacting inconsistently and needed to be swapped. There was no patient injury, no revision or medical intervention required and no delay in procedure or surgery due to the product problem.

Manufacturer narrative:
Integra has completed their internal investigation on 02/15/2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the DHR review was completed for cam02 monitor serial number (B)(4). Date of manufacture: 2013 ¿ aug. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿(B)(6) to (B)(6)¿, the complaint rate of occurrence is 0.003% (3 x 10-5) (remote) of procedures. This percentage is within the expected rate of occurrence scored in the risk management review. Conclusion: the cam02 monitor was returned but the evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed. Based on the service center evaluation and the complaint trend review no corrective actions are deemed necessary for cam02 monitors. Future incidents of this nature will be monitored and documented for recurrence and trending purposes.